Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
A patient called on (B) (6) 2010, to report she had a 6.5mm spiralok anchor for fixation in a shoulder procedure that she underwent sometime in (B) (6) 2008. She states that she had gone through a lot of physical therapy, and less than six months post-op, she experienced some pain and numbness in her arm. The patient had neck surgery in (B) (6) 2009; reason undisclosed. After this surgery, she still had pain in her shoulder; her doctor told her that the shoulder pain had nothing to do with her neck. The patient's orthopedic doctor was unavailable for an undisclosed amount of time, and, so the patient chose to put off having her shoulder looked at. Approximately 3 weeks ago, (B) (6) 2010, an MRI revealed that the original fixation device for the shoulder procedure had either broken or completely pulled out of the bone hole and was loose in the joint space. The patient is reporting that there is some resulting damage to the original repair site and that she has been advised that she will need re-vision surgery for remedy; the surgeon is planning on using 2 helix anchors for fixation in the remedy surgery. The patient is putting off the re-surgery until (B) (6) 2010, to go on a cruise vacation. The patient stated that she agreed to a follow-up with mitek on her status post revision surgery.